Event description:
The user's mother reported that she went to move her daughter using the lift and the lift stopped working. She was able to use the emergency release to lower her daughter, but needed to obtain assistance to move her daughter out of the bed.